Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant of medical products: 559453 lead implanted (B)(6) 2009; 693565 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault and above normal power consumption. The vad driveline cable was observed to be severely twisted and have outer sheath damage. The driveline cable was spliced. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: a segment of the ventricular assist device (vad) driveline cable was returned for analysis. A review of the vad's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the controller log files revealed an electrical fault alarm logged on (B)(6) 2019 at 09:32:08 due to an overcurrent condition on the rear stator resulting in the vad running on a single stator (front-stator only). Additionally, six (6) high watt alarms were logged starting at 09:32:09; the high watt alarms are indicative of the increased power consumption associated with the vad running on a single stator. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a crack and discoloration of the outer sheath in addition to damage at the strain relief. Further inspection revealed damage to the insulation on two cables associated with the front and rear stators of the driveline, thus exposing the wires at the strain relief. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the electrical fault alarms event can be attributed to the observed driveline damage at the strain relief which likely left exposed wires, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. The ventricular assist device (vad) exhibited an electrical fault and above normal power consumption. The vad driveline cable was observed to be severely twisted and have outer sheath damage. The driveline cable was spliced. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.